Event description:
It was reported that guide wire coating sheared off and the profunda was punctured. The target lesion was located in the profunda femoris artery. A non-bsc micropuncture kit was used to access the artery. Then a 150cm, 8cm v-18 control wire was advanced through the micropuncture kit. However, while repositioning the wire, the hydrophilic coating of the wire sheared off in the vessel. Snaring attempts were made but they were unsuccessful. Therefore the fragments were left inside of the patient and the procedure was stopped. It was also reported that the profunda was punctured during the procedure. No further patient complications were reported.